Event description:
It was reported that the safety door on the system controller was not closing when the driveline was inserted. The controller was then hooked up to a mock loop with a driveline and it connected without issue. During this time it was also noted that the controller was very quiet when alarming.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the driveline release latch was not confirmed. The reported event of low volume of the audible alarms was confirmed via evaluation of the returned heartmate 3 system controller. The returned system controller was functionally tested and was found to support a mock loop without issue; however, during testing it was noted that the audio tone of the alarm was low. The driveline was connected and disconnected from the controller multiple and no issues were observed with the release latch. The system controller was disassembled for visual inspection of the internal components and no issues were observed. The speaker outputs were individually measured using a decibel meter located 10 cm from the speakers while performing a controller self test. The speakers on the controller did not meet the design specifications of 85 db at a distance of 10 cm. The speakers were connected to the test system controllers pcb and the damaged speakers audio volume was measured. The speakers were found to still be under the accepted threshold of 85db, isolating the issue to compromised speakers on the returned controller. No debris was observed on the speakers of the returned controller. The root cause of the reported issues with the driveline release latch could not be determined. The root cause of the low volume of the audible alarms were determined to be damaged speakers; however, the root cause of the damage on the speakers could not be determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 22apr2019. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.